Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed there was severe vibration that eventually caused the device to unlock when in use. It was determined that the device had a worn coupling head. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was discovered that the small battery drive device had severe vibrations which eventually caused the oscillating saw attachment device to unlock while in use together. According to the report, the system came completely unscrewed and would not stay locked while in use. It was further reported that the handpiece had notable wear and tear and would run a little smoother when the saw blade was removed. The reporter stated that the length, weight and torque may have some role in this. There were no delays to the surgical procedure. It was reported that a spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly..